Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 415 mg/dl. Customer is not using an (B)(6) aaa alkaline battery and advised to use. Customer stated that she will go to store and get the correct batteries. Customer advised that she will call back. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 415 mg/dl. Customer was offered to troubleshoot for high blood glucose but declined.